Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage at the prepierced y-site could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak during patient infusion of an unknown medication. The reporter stated "leakage at prepierced y-site." The quantity affected is one and is not available for return. A sample picture is not provided. It was also mentioned that no further information is available for this complaint. The set was replaced, and therapy resumed. The drug's name was unknown. There was patient involvement but no patient harm in the event.